Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the screen on the insulin pump had two black lines up and down and she could not read the display. Blood glucose value was 124 mg/dl. The customer stated she did not recall events leading to the damage or the date of event. Customer mentioned she was in a coma and had memory problems. She also mentioned that she wears the insulin pump in her bra. . Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned for analysis.